Event description:
The customer reported obtaining high patient results on ion selective electrode (ise) sodium, potassium, chloride and carbon dioxide on their dxc 700 au clinical chemistry analyzer. The customer repeated the sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).